Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient's left side implant does not work and has not worked since 2014. Caller stated that the issue is that the lead is not attached to the ins. Caller stated that they were not able to adjust the stim on the left side. Caller stated that they were told to request a manufacturer representative (rep) to see if a rep could help. Agent reviewed role of representative and sent email to field for visibility. Agent offered to send the caller an email with physician listings but the caller declined at this time.